Event description:
The customer reported a fluid leak of approximately 3ml from the manual probe wash block of a coulter lh 500 hematology analyzer while running samples. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/23/2015 and found and replaced tubing with a pinhole at pinch valve pv42 and feed-thru fittings ff130 and ff150 to resolve the leak. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).